Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported damage in the battery compartment of the autopulse platform (sn unknown), and due to the damage, the autopulse li-ion battery won't fit in or can be removed from the platform. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.